Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, in the late evening, the patient began treatment with extraneal viaflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis which did not require hospitalization. It was not reported whether laboratory testing was performed or whether the patient received remedial therapy. The root cause of the peritonitis was not reported. It was not reported whether extraneal viaflex therapy was ongoing or whether the event of peritonitis resolved. The physician did not provide a statement of causality for the event of peritonitis.